Event description:
Used the pfizer test kit "luc-12000" and it produced an indication of "invalid result". I contacted their customer support and was told by the operator (B)(4) and the supervisor "(B)(4)" that they would not replace the test until 8/7/2024 because they are upgrading their systems. Ref #: luc12000, lot #: k10a1101012233m7, exp: 2025-06-17, test kit #: 3a4k3m3d.